Event description:
Patient has now presented to this surgeon with pain over the proximal tibia which also has radiographic signs of being loose. A decision was made to revise the tibial component. At time of surgery the tibial component appeared loose and a frozen section had no evidence of infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6) reports: patient underwent left primary knee replacement in 2006. Patient presented in 2007 with general pain which was thought to be associated with low grade infection. The primary was revised to revision pfc prosthesis in 2007. Patient has now presented to this surgeon with pain over the proximal tibia which also has radiographic signs of being loose. A decision was made to revise the tibial component. At time of surgery the tibial component appeared loose and a frozen section had no evidence of infection. The tibial component was revised and a longer stem used. Examination of the returned products were unable to confirm the reported event. A search of the complaint database did not show any other reports against the product and lot combinations. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.